Event description:
It was reported to the aci sales professional on (B)(4) 10 that a (B)(6) female patient underwent a left and right heart catheterization procedure on (B)(6) 2010. The patient was given arixtra on (B)(6) 2010 and lovenox on (B)(6) 2010. Arterial access was obtained via a 6f st jude medical sheath. Following the procedure, mynx was chosen for femoral artery closure. The device was reportedly prepped and deployed per the instructions for use by a radiology tech who is a trained user of the mynx. A 50/50 contrast and saline mixture was used to prep the balloon in order to visualize under fluoro. Hemostasis was achieved after holding for a few additional minutes following mynx deployment. The venous sheath (size unknown) was removed and manual compression was held for 5 minutes followed by a pressure dressing. When the patient was transferred to the floor, there was no report of bleeding. Three hours post catheterization, the patient ambulated and began bleeding immediately. Hospital staff was unable to control the bleeding and the patient was transferred to the intensive care unit. The patient was transfused 3 units of packed red blood cells to treat anemia that was secondary to the contained bleed and hematoma (which was confirmed via CT scan). The patient was transferred back to the skilled nursing facility where she originally came from, on (B)(6) 2010 (unrelated to mynx).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedure information provided, the cause of the reported bleeding and hematoma could not be conclusively determined. It was reported that the patient was given arixtra and lovenox (anticoagulants). In addition, this was a right and left heart catheterization. However, no information was provided in regards to the venous access. Additionally, there was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure. It is unknown if the bleeding and hematoma were arterial or venous. There was no indication that the mynx closure device did not meet specification. It was reported that the mynx successfully achieved hemostasis. Also, hematoma is an anticipated complication of catheterization procedures, regardless of the use of closure devices. They can also occur with manual compression. The review of the lhr (lot # f1011301) indicated that the mynx device met all established performance criteria prior to shipment.